Manufacturer narrative:
For the investigation the complaint description and the logfiles were analyzed. According to the complaint description the device was set to a pressure controlled mode with volume guarantee (vg). In this mode a defined volume (tidal volume), set by the user, is applied and the device therefore adjusts the inspiratory pressure (pinsp). Thus changes in lung conditions can get compensated with a stable tidal volume. The logbook-analysis confirms that the device was set to a pressure controlled mode (pc-ac/vg) and that vg was set to on. No device malfunction was found in the log files during the event. The service engineer tested the device on site and did not detect any malfunction. The IFU states that it is the responsibility of the user to select the appropriate respiratory mode for the underlying disease of the patient. For all ventilator settings, the user needs to consider the respiratory status and the general state of health of the patient in order to optimally adapt the ventilation settings to the patient's condition.

Event description:
It was reported that it is documented that this event resulted in prolonged stay for the patient. The exact time of the prolonged stay is not available. Respiratory tech said the pmax setting was set to 30 and the tidal volume (vg) was set to 6.3. The pip. Measured was only reading 9; this baby had been measuring pip's significantly higher than 9. The tidal volume was however being reached, which is where we're concerned. The baby was initiating breaths on her own, however, the pressure waveform was very low. The infant was desaturating and retracting. When the rt gave manual breaths, the vent did deliver the pmax. Without those manual breaths, the pip was considerably lower. The rt and md attempted to change the vent modes unsuccessfully, so they changed the vent out. The baby's saturations came up and her retractions stopped once the new vent was put into use.